Event description:
It was reported by service report that the head of the bed was stuck in high height. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power coil cord.